Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
First sample - event 2 of 4 (manual testing). Customer states that during correlation studies for cap, customer noticed that when testing a sample that the customer had identified an anti-fya on (B)(6) 2016, now is giving negative results on provue and manual gel with 0.8% surgiscreen cells lot# vss821. Issue started on: (B)(6) 2016. Frequency:sample on provue and manual. Customer states that on (B)(6) 2016, provue was in maintenance activity and customer received a sample from a regular patient for antibody identification with no previous history of antibodies. The customer identified anti-fya in manual gel when testing with 0.8% surgiscreen cells. They saw a 1+ reaction on cell#1 (homozygous for fya) and cell#2 (heterozygous for fya). The test was run with anti-igg gel card. Then customer continued testing for antibody identification with 0.8% resolve panel a with same anti-igg gel cards. Customer states that the sample in question was giving positive reactions 1+ with all homozygous fya cells and auto control was positive too. All other clinical significant antibodies were ruled out and customer identified anti-fya for this patient. Then on 05.27.2016, customer was doing correlation studies for cap and they selected the sample with the anti-fya identified on (B)(6) 2016. The same sample was tested on provue with a different 0.8% surgiscreen lot and the sample gave a negative reaction with anti-igg gel card ((B)(4)). Customer was expecting positive reaction cell#2 (heterozygous) and cell#3 (homozygous) for fya. Customer repeated the test in manual gel same anti-igg gel cards with yet another lot of 0.8% surgiscreen cells and cell#3 homozygous fya gave a +w positive reaction. With two lots of expired 0.8% surgiscreen cells, customer saw a 1+ positive reaction with fya positive cells (same reactions as the ones tested first time on (B)(6) 2016). Patient history of transfusion: abo type: a rh d positive. Received 3 rbc's units type a rh d positive (2units) (B)(6) 2016 and (1 unit) on (B)(6) 2016. Qc has not been affected. Ortho requested that the customer send tif images of cards as well as provue logs. Customer agreed to send the information requested. Customer states that all cards and reagents have normal appearance. Daily qc was acceptable. No erroneous results were reported customer was performing correlation studies. Customer demands to have different lot # of screening cells. Ortho sent a new lot of 0.8% surgiscreen cells. Ortho advised customer to perform antigen testing with commercially prepared anti-fya. Customer agreed to do so and reported the reactions proved the antigens were present as indicated on the antigram. On 05.31.2016 customer reported testing with new lot# vss821 received 05.28.2016 and when they tested against the anti-fya patient, customer saw negative on provue and by manual gel. Provue qc passed. Repeat testing on expired lot vss809 with the patient's sample was positive in the appropriate wells for anti-fya. Dat was run on the expired screening cells and they were negative. Customer ran testing in tube with 3% surgiscreen lot# 3ss178 exp 06.07.2016 and saw 1+ positive reaction with cell# 3 homozygous for fya. Customer states the time of incubation in manual gel is 15min a lot of 3% surgiscreen cells were diluted to 0.8% and testing gave a negative antibody screen in gel ((B)(4)) but when they were retested by tube method (once using immucor lotion and once using immucor peg) they were 1+ in the appropriate cells for anti-fya. On (B)(6) 2016 the patient was drawn again and the sample was tested on provue and by manual gel against expired screening cells and saw reactions in the appropriate wells for anti-fya. In date lot vss821, showed negative results with second sample. On 06.07.2016 ortho did a follow up with customer. Customer discussed that the in date rrbc's 0.8% surgiscreen lot# vss821 has failed to react on provue and by manual gel with cell#2 homozygous for fya donor# (B)(4) and cell#3 heterozygous for fya donor# (B)(6) giving false negative reactions with patient sample known to contain anti- fya antibody.